Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During evaluation, the device audio was found to be low and muffled. The cause was identified to be a loose speaker on the rear case. The rear case requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device audio was found to be low and muffled. No additional information is available.